Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture and intermittent capture at maximum outputs. Subsequently, a revision procedure was performed. The rv lead was repositioned with satisfactory capture. The rv lead remains in service. No additional adverse patient effects were reported.